Event description:
It was reported that during implant the helix would not deploy in the heart or when tested outside of the patient. The lead was not used. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, there was blood in/on the helix mechanism and the lead was damaged at implant.